Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor, won't charge, and temperature) has been confirmed. As received, the battery was unable to power on a monitor or charge. There was thermal damage on the bottom plate of the battery pack. Additionally, the battery pca and cells were contaminated. The root cause of the thermal damage was due to the liquid contamination in the battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a patient's battery pack won't hold a charge, power on, and it had signs of thermal damage.